Event description:
It was further reported that at the time of the computerized tomography (CT) scan the patient also had a fluoroscopy screening. The fluoroscopy screening was done in various positions slight twitching of the lead was observed in pa (posteroanterior) and lateral views. Appearance at that time strongly suggests that the lead was lying in the pericardial sac, but without adhesions. It was further reported that the ev lead was extracted using tension only and was replaced.

Manufacturer narrative:
Corrected: b5 (posteroanterior) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the time of the computerized tomography (CT) scan the patient also had a fluoroscopy screening. The fluoroscopy screening was done in various positions slight twitching of the lead was observed in pa (pulmonary artery) and lateral views. Appearance at that time strongly suggests that the lead was lying in the pericardial sac, but without adhesions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is experiencing an increasing sensation of angina like pain stretching from the heart to the musculature on the left side of the body in the last two weeks. The patient has previously noticed occasional twinges but now near constant, and especially noticeable upon inspiration and when lying on their left side or on front. Noted that the patient is taking non-steroidal anti-inflammatories for the chest pain/discomfort with minimal effect. The physician believed the pain to be either pleuritic or pericarditis in nature. It is suspected that the extravascular (ev) lead has partially dislodged into pleura or pericardium. Suspected initial partial pericardial placement. A chest x-ray shows that the extravascular (ev) lead appears to have migrated laterally.  It was noted that the patient was screened three or four months after their initial implant and at that time the patient had some mild symptoms but they settled and their electrical parameter have been fine throughout. The ev-lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvex3e4 ev-ICD; implant date (B)(6) 2021.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. There was body tissue/fibrotic growth on the d1 exposed defibrillation coil of the lead. There was body tissue/fibrotic growth on the d2 exposed defibrillation coil of the lead. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the computerized tomography (CT) was inconclusive with regards to the lead position and it was observed on x-ray that the lead is back/close to its initial position again.